Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 435 mg/dl. The customer treated with a bolus from the pump and stated that their blood glucose levels did not come down. The customer reported that they were using the insulin pump within 48 hours of the reported high blood glucose event. They reported an infusion set that was not working properly. The customer was neither in the emergency room, nor admitted to the hospital, nor was emergency medical services dispatched as a result of their high blood glucose. The customer did not allege that the pump was under delivering insulin. During troubleshooting, no air bubbles, leaks, or bent cannulas were identified. The high pressure test was performed and passed. The customer was encouraged by their healthcare professional to go into auto mode. They reported that their blood glucose levels had been elevated since then and their healthcare professional made some changes to their settings. The customer was advised to change their entire set, reservoir, and insulin and treat per their healthcare professional's instructions. The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The device alarmed hardware low level failure during self-test and failed the self-test. The device will be returned for analysis. Cross reference case (B)(4) for pump error 63 documentation. Cross reference case (B)(4) for high blood glucose documentation.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. (B)(4).